Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd insyte-w¿ IV catheter the catheter was broken and separated from the hub. The following information was provided by the initial reporter. The customer stated: "the newly opened indwelling needle's catheter was broken and could not be used."